Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: small battery drive device, (B)(6) 2019. Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the device passed all the inspection criteria during the diagnostic assessment. It was further determined that although the device passed all inspection criteria, it was tested according to the duty cycles specified in the instructions for use (IFU). According to the IFU, this specific attachment can be used for 30 seconds and then needs a cooling cycle for 60 seconds for a total of 5 cycles. It was found that the device started to heat up very quickly and was overheating after the first cycle. After all the tests were performed, the device was disassembled, and the parts were inspected. It was determined that the needle sleeves and gear exit shaft coupling of the saw attachment device were defective. It was further determined that the most probable cause for the device overheating and the defects found was a combination of improper handling and improper maintenance, which was supported by the fact that the user reported that they used the device over the recommend cycles and that the device was not sent in for service after the recommended service interval of one year. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to improper maintenance, and improper handling which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified veterinary surgical procedure, it was discovered that the sagittal saw attachment device became very hot and mildly burned the users thumb. It was further reported that the small battery drive device was used with the saw attachment device and the saw attachment became so hot that the user could no longer hold it, even through a swab. The reporter stated that, it appeared the small battery drive device was fine, and it was the saw attachment that was getting hot. According to the reporter, the devices were tested, and the issue seemed to be with the saw attachment only. It was reported that the saw attachment was becoming extremely hot within forty-five seconds of running it. The reporter indicated that the attachment was so hot that it could not be held or supported. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was no human patient involvement as the device was used in a veterinary procedure. However, there was user involvement reported. It was reported that the user suffered a minor burn, ¿still there a week on¿ but did not require any additional medical intervention. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.